Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.

Event description:
It was reported that the user observed a discrepancy between the cgm sensor reading of 215 mg/dl and a fingerstick value of 243 mg/dl while using the ilet with a g7 sensor, and the agent guided the user to calibrate the ilet with the fingerstick value and advised continued monitoring for 1.5 hours. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and education with calibration and monitoring guidance. Investigation of this case revealed that the cause of the elevated reading and discrepancy was unclear, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.